Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will no power on) has been confirmed. As received, the monitor was unable to power on. The cause for the failure was isolated to a shorted ca board. The root cause for the shorted power supply could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.